Event description:
Patient walk-in and requested to have her glucometer checked. Patient stated that she checked her blood sugar a month ago and her glucometer register blood sugar of 500 and she verified with her friend's glucometer and her bs was only 120 and since then she haven't check her bs because the glucometer is not working. Checked patient's glucometer/test strips, control range 82-127 mg/dl, patient's test strips out of range, results 398 mg/dl, test strips defective, glucometer working properly, patient informed and instructed to report to (B)(6) pharmacy for new test strips, patient verbalized understanding.